Event description:
Boston scientific crm received information that this device was nearing elective replacement time and there was less than 0.5 years of longevity remaining. The magnet rate was still indicating 100, beginning of life. It was noted that the battery drain was from turning minute ventilation on. However, the patient did not think they were getting enough from the device as the heart rate barely gets above 90bpm. Information was later received that this device was explanted and replaced with a competitor device. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.